Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
The customer reported received multiple temperature alarms. Reportedly the temperature in the house was 68 degree when the pump received the temperature alarm. The customer also reported that while the pump was plugged in to a wall outlet, the power source was not recognized and the pump would not charge properly. Customer tried various outlets and usb cords but was unable to charge the device. Customer's blood glucose levels were not affected. Customer will use a different insulin pump and injections for back up therapy.